Event description:
The user facility reported the following on 08/14/2008 regarding this device: "the clamp would not release at the end of the case. The surgeon tried to pull the pin after "unscrewing" to release the pressure. However, the pin would not budge. Attempts were made by several people to release the clamp and pull the pin. During the struggle, the sharp pins shifted, lacerating the patient's forehead." The sales representative was able to confirm that the facility did in fact use an incompatible adaptor (competitor's adaptor) with our system. This in turn caused a burr in the pin release and therefore, when the pin was engaged at the end of the surgery, it would not release.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information.